Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed poor coagulation, leading to the presence of residual fibrin in the tube on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples for each batch from bd inventory were evaluated by visual examination and no gel or additive defects could be identified. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin and poor barrier separation for both batches were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, fibrin) with respect to lot 4149678 via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. However, bd was able to duplicate the customer¿s indicated failure mode (fibrin) with respect to lot 4276808 because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples tested displayed a degree of fibrin. All other visual observations including barrier separation demonstrated clinically acceptable performance with both retention and control samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor barrier separation and fibrin with respect to lot 4149678. This complaint has been confirmed for the indicated failure mode of fibrin and unconfirmed for poor barrier separation for lot number 4276808 corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot#: 4276808. D4. Medical device expiration date: 31-mar-2026. H4. Device manufacture date: 02-oct-2024. D4. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed poor coagulation, leading to the presence of residual fibrin in the tube on unspecified number of tubes. No patient impact reported.